Manufacturer narrative:
Correction: h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the cautery was not activating and misfiring at start of case. All connections checked by circulator, scrub nurse and surgeon told to check cautery tip connection. Surgeon removed and reinserted the tip as a response to this. Patient underwent surgery and once davis-boyle gag was released, surgeon identified significant partial to full thickness burns to the corners of the patient's mouth bilateral that had been caused during surgery. Surgeon immediately applied saline soaked gauze to the area. Plastic surgery was made aware and staff brought into room to examine the area and will follow patient. Patient had additional anesthesia time as the procedure was extended for 10 minutes, had plastic surgery consult to look at burns. Plastics came to the room, completed an assessment, took photographs and recommended admission of the patient twice more after to treat the burns under general anesthesia. Site cleansed with sterile ns, dried and polypore ointment applied to areas by ent surgeon.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure, the cautery was not activating and was misfiring at the start of the case. All connections were checked by the circulator and scrub nurse. The surgeon was advised to check the cautery tip connection, and in response, removed and reinserted the tip. The patient underwent surgery, and once the davis-boyle gag was released, the surgeon identified significant partial to full-thickness burns to the bilateral corners of the patient¿s mouth that had occurred during the procedure. The surgeon immediately applied saline soaked gauze to the area. Plastic surgery was notified, and a staff came to the room to examine the area and will follow the patient. The plastic surgery team completed an assessment, took photographs, and recommended admission of the patient. The site was cleansed with sterile ns, dried, and polypore ointment was applied to the affected areas by the ent surgeon. The patient required additional anesthesia time.

Manufacturer narrative:
D10 concomitant product: e2100, e2100 reusable handswitching pencil (lot#91390002v); e7507, e7507 polyhesive ii rem ret el w/cord (lot#51280279x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the display/touchscreen had a deep scratch on the top-right corner. Excessive wear and tear was observed on the monopolar 1 receptacle, and the pogo pins in the monopolar 2 receptacle were damaged. Additionally, the device receptacle showed signs of excessive wear and tear. Functional testing noted that the rem function, power output, cross-coupling test, high-frequency leakage current, and safety test all passed. It was reported that the cautery was not activating and was misfiring at the start of the case, and there were partial to full-thickness burns to the corners of the patient's mouth. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of excessive wear and tear on the monopolar 1 receptacle, which prevented it from recognizing the 2-button pencil inserted into the port. Additionally, the monopolar 2 receptacle pogo pins were damaged, causing the port to not recognize the inserted triverse 3-button pencil. The most likely cause for the additional condition was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of the display/touchscreen had a deep scratch on the top-right corner, the device receptacle showed signs of excessive wear and tear, and the interlink (smoke evacuator) j6 connector was damaged. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.